Manufacturer narrative:
Check of the DHR of the humeral head involved (lot # 201315297) did not show any anomaly. No other complaints received on this lot # ((B)(4)). By the event description, no malfunction of the prosthesis; the only cause for the revision is a surgical error during primary surgery, which caused pain and poor function post-op to the patient. We received a x-ray performed before the revision: the x-ray analysis confirms that the humeral head was too big with regards to the size of the liner + metal back, and the humeral head was also implanted too "high". By the x-ray it's not easy to define how much the humeral head was retroverted; about this, we rely on the event description provided. Explants not received. No corrective actions for this case. This was a surgical error that was addressed during the revision surgery. We are aware of other 6 cases of clear surgical errors with smr anatomic (total+hemi) prosthesis, on a total of (B)(4) anatomic humeral heads implanted ww (related revision rate: 0.026%).

Event description:
Poor initial surgery ((B)(6) 2014). Humeral head implanted in that case was too big, implanted too "high" and retroverted. Patient had pain and poor function post-op. During revision ((B)(6) 2015), surgeon corrected version in anterior-posterior direction and downsized humeral head from 48 to 42mm. As reported by the sales rep who attended the revision: no mechanical failure of the prosthesis; surgical error only. Event occurred in (B)(6).